Manufacturer narrative:
Additional information wil be submitted within thirty days upon receipt.

Event description:
(As reported by the cath lba manager): the 65-year-old male pt with no known history underwent a cardiac angioplasty. The target lesion was the lad (characteristics unk). The balloon was unable to inflate at the target lesion. The sds was retrieved without injury to the pt. Negative prep was performed at the terget lesion. There was on damage to the product prior to use. The same size cypher stent was implanted at the target lesion without difficulty. No further cinfo was available.